Event description:
It was reported that the battery gauge was fluctuating. Subsequently, the pump shutdown. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.